Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The suction cylinder and forceps channel port were shaved. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, there was reduced angulation. The adhesive on the bending section cover was detached. The connecting tube, universal cord, distal end, light guide cover glass, switch one (1), and the image guide protector had a scratch. The objective lens had a chip, and the light guide cover glass was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, a cut mark was found on the ultrasound probe on the evis exera ii ultrasound gastrovideoscope. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the acoustic lens had a scratch which reached to the glue layer and the forceps elevator had foreign material. This report is to capture the reportable malfunctions of the scratched acoustic lens which reached to the glue layer and the forceps elevator had foreign material noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the scratched acoustic lens likely occurred due to stress and/or handling the device. The cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.